Event description:
The customer's mother reported that the insulin pump was exposed to moisture. The type of moisture is pool water. The customer's mother stated that the customer jumped in the pool with the insulin pump. The mother stated that the insulin pump had a failed battery test, a bad battery alarm, and a battery out alarm. During troubleshooting, the insulin pump passed the self test. The customer's blood glucose was 153 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.